Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving two false negative results. One for herself, and one on her son. Both patients tested positive with an antigen (binax) test the same evening. Customer has been asked to provide the time and date of those tests, and whether testing continued with cue after initial results. Cartridge ln 20842c; cartridge sn (B)(4); reader sn (B)(4). Update 07/mar/2022: customer stated the the cartridges were in sub-zero conditions during shipping.